Manufacturer narrative:
No off no power anomaly noted. All operating currents are within specification. Device passed displacement test, a21 error test and self test. No unexpected low battery or off no power alarms noted. No a21 or a17 alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
Customer's mother reported via phone call that insulin pump alarmed an unexpected restart alarm, a signal too low alarm, and 4 off no power alarms. Customer's blood glucose was 427 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.